Event description:
It was reported that pump malfunction alarm 199 occurred and caller saw malfunction code malf 0, with no notable events before the issue. There was no adverse impact to the customer's blood glucose level. Cts assisted caller with resetting pump malfunction, confirmed that malfunction did not recur after reset, advised customer to continue using pump, and instructed caller to contact support again if any malfunction code returned.